Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were leaking horribly. They stood up and leak at night and if they get an urge it was worse than or as bad as before they had the device implanted. This started suddenly about a month ago. The patient had not had any falls, traumas, or medical procedures or dietary changes that could have caused the change of therapeutic effect. The patient also occasionally got sharp pains in their uterus like a stabbing pain or shock and they also had vaginal dryness. Reviewed possible risk of over overstimulation. Reviewed how to change programs per the patients request and adjust stimulation to a comfortable level. The patient will maintain stimulation level and will continue to track symptoms and planned to follow up with their managing physician as well.